Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy,hysteroscopy with removal of essure device). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, fatigue and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy for date of insertion (B)(6) 2008. Previously placed essure implant was not definitively palpated. There fore a filshie clip was placed somewhat more distally to ensure that it was not across the implant. It was placed in a perpendicular fashion and complete tubal occlusion was apparent . (B)(6) 2021: preop diagnoses: chronic pelvic pain with essure device in left fallopian tube, no information is provided for right fallopian tube. . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy,hysteroscopy with removal of essure device). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, fatigue and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy for date of insertion (B)(6) 2008. Previously placed essure implant was not definitively palpated. There fore a filshie clip was placed somewhat more distally to ensure that it was not across the implant. It was placed in a perpendicular fashion and complete tubal occlusion was apparent . (B)(6) 2021: preop diagnoses: chronic pelvic pain with essure device in left fallopian tube, no information is provided for right fallopian tube. . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy,hysteroscopy with removal of essure device). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, fatigue and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy for date of insertion (B)(6) 2008. Previously placed essure implant was not definitively palpated. There fore a filshie clip was placed somewhat more distally to ensure that it was not across the implant. It was placed in a perpendicular fashion and complete tubal occlusion was apparent . (B)(6) 2021: preop diagnoses: chronic pelvic pain with essure device in left fallopian tube, no information is provided for right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Case becomes an incident. Removal was added. Reporter, surgery names and dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.